Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner,case cracked at the corner of the reservoir tube window, reservoir tube window cracked, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery had no delivery alarm. Blood glucose was 14.0 mmol/l. Customer stated that she was hospitalized with blood glucose over 20 mmol/l. Customer treated high blood glucose with insulin pump and injections. Customer treated at hospital and discharged wearing pump. Customer wearing pump at time of hospitalization. Customer changed infusion sets when she got home and stated that she has experienced multiple no delivery alarms since. The insulin pump will be returned for analysis.